Manufacturer narrative:
Previous additional report should have been submitted with correction selected in h2.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: h3 was selected as yes, it was previously left blank.